Manufacturer narrative:
The product was not returned as it remains implanted, however the design and manufacturing histories were reviewed. The patient matched tmj case ((B)(4)) was evaluated for the complaint that the implant did not lie flat on the mandible. The design vendor found the most likely cause of the complaint to be ¿patient¿s complex anatomy and existing plates in the mandible. Bone resected images were provided to the surgeon in the final tmj design; if the same plates were not removed, the implant would not lay flat and wrap around the inferior border as designed.¿ there are no indications of manufacturing defects. (B)(4).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is foreign; therefore, a facility medwatch report will not be available. The products remain implanted, therefore no product evaluation can be conducted. The implant design was approved by the surgeon prior to manufacturing of the implant. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the patient matched implant did not fit as expected, therefore the surgeon modified the implant intraoperatively to achieve fit. The implant was able to be implanted, however a forty minute surgical delay was reported and there is potential for trace amounts of cocr particulate residue related to the in-situ component resection. At this time no adverse effects to the patient have been reported as a result of this event.